Event description:
It was reported that a patient presented to clinic to evaluate rf. The low voltage device was found to have no rf telemetry. A cybersecurity upgrade was performed to restore rf telemetry. The patient condition was stable before, during, and after.